Event description:
It was reported the patient is not receiving pain relief from stimulation. It was also reported the patient thas an unspecified growth on a ligament near the lead. The growth was present prior to implant an dhas gotten larger over time. An impedance check was performed and invalid contacts were found, but are related to contacts the patient does not use. The patient will undergo a CT myelogram for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.